Event description:
It was reported that this atrial lead was part of a system revision due to a pocket erosion and infection. There was no additional adverse patient effects were reported. This atrial lead was explanted.